Manufacturer narrative:
(B)(4). The opt1044 nasal cannula interface is used to deliver nasal high flow (nhf) therapy to spontaneously breathing adult patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a buckle which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was received at fisher & paykel healthcare and was visually inspected. Results: visual inspection of the returned cannula revealed that the left buckle cannula connection was found to be loose and one side of the buckle spring clip was found to be broken. Conclusion: the identified damage to the complaint cannula is most likely caused by applying excessive force to the buckle. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt1044 nasal cannula include the following steps: use headgear buckle to apply and remove the cannula from the patient. The headgear straps can be separated for extra stability. Ensure tubing connection is properly inserted. Reconnect cannula tube clip to cannula side before use. Attach tubing clip to breathing clip. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to follow the fitting instructions can compromise performance and affect patient safety.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the opt1044 nasal cannula was disconnecting too easily during use. No patient consequence was reported.